Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 50 mg/dl. Customer current blood glucose level was 110 mg/dl. The customer was treated with food. Customer stated that they had problems with the insulin pump called about a week ago about the sensor and something was not working right and not getting alerts when high or low. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.